Event description:
The pt was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.